Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Implant loss is a known complication with baha implants, and can occur at any time point following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication. This report is submitted on april 10, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report